Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -9.50 into the patient's right eye (od) on 25-jan-2023. The lens was exchanged on 28-jan-2023 for a longer length lens due to low vault. The problem was resolved. The reporter did not give a cause for this event.